Event description:
The customer reported that he went to swim while wearing the insulin pump. The customer stated that after getting out of the pool the device had a constant beep and condensation around the reservoir compartment was noticed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assembly.